Manufacturer narrative:
Date received by manufacturer: 28jun2019. Date of report: 17jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen could not be calibrated. The fse replaced the touchscreen and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the touchscreen worked intermittently. There was no patient involvement.

Manufacturer narrative:
MFR received date: 28aug2019. The touchscreen assembly was returned to the manufacturer for failure analysis. The touchscreen revealed no signs of damage or contamination. During testing, it was determined that the resistance (ul_lr and ur_ll) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.